Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that that the patient experienced a major bacterial driveline infection which was treated with drug therapy only. The cause of the infection was unknown